Event description:
It was reported that the patient developed an infection at the left lead insertion area after a lead pull procedure. Symptoms of redness, pain and headache were noted. The patient was sent to the emergency room (ER) and was admitted to the hospital for evaluation. The patient was placed on antibiotics and was treated for methicillin-resistant staphylococcus aureus (mrsa) infection. Nothing happened during the recent procedure that may have caused or contributed to infection. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7203365.